Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (medical device problem code) the reported revision due to loss of range of motion cannot be conclusively determined; however it maybe due to arthrofibrosis. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 02-020-13-0235 - truliant cr cem fem cr cem left sz 3.5: a571861. 02-022-47-3509 - truliant tib imp cr ins std sz 3.5, 9 mm: a273178. 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t: a486070. 200-07-32 - advanced patella 32mm 3 peg implant: a664706. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total knee replacement on the left side. Subsequently, the patient experienced left total knee arthroplasty with arthrofibrosis. The range of motion is 5 degrees to 75 degrees. As a result, approximately 2 months after initial replacement, the patient underwent manipulation under anesthesia. No further impact to the patient was reported. No other information is available.